Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used in the patient's ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure the ceramic tip of the device broke off and fell inside the patient. It was reported that the detached tip was not successfully retrieved; however, it is expected to pass naturally. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that device had the distal tip cracked and had evidence of having been hit in the cracked section. The catheter was kinked in several sections at the middle of the device and near the handle at the proximal section. The complaint was not confirmed, the distal tip of the device was not detached. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure the ceramic tip of the device broke off and fell inside the patient. It was reported that the detached tip was not successfully retrieved; however, it is expected to pass naturally. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.